Event description:
Event description boston scientific received information that this coronary sinus lead displayed daily impendance measurements greater than 2000 ohms. Lead fracture was in question.